Event description:
It was reported by the caller that an occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level. Reportedly the customer was using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin administration.